Event description:
A customer reported to a carefusion representative via a phone conversation, "uim is blank led's are lit. No pt involvement".

Manufacturer narrative:
(B)(4). No conclusion can be drawn. Once the component is received by the manufacturer a complete evaluation will occur to determine the root cause of the failure.